Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm on (B)(6) 2014. On (B)(6) 2018 a secondary procedure was performed to treat a type 1a endoleak due to the results of a doppler us. The physician elected to place a infrarenal extension to extend closer to the renals. The angiogram post procedure looked good and leak was not visible. As of the date of this report, there have been no additional patient sequelae reported. The patient status is doing well and no additional information was provided.

Manufacturer narrative:
Based on the clinical assessment performed the type ia endoleak was not confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be doing well post an intervention. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.